Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The device lot number is unknown; therefore, the full UDI is not available. Section e.1: the initial reporter phone: (B)(6). Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 2.5mm x 5cm orbit galaxy complex xtrasoft coil (640cx2505 / 31028743) passed through the tip of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) for a short section, then the microcatheter kicked back. The physician retracted the coil and re-delivered it but the coil was impeded in the microcatheter tip and could not be further advanced. The physician retracted the coil and it was unraveled / stretched. The physician removed the microcatheter and coil from the patient and switched to a new coil to complete the procedure using the same microcatheter. There was no report of any negative patient impact. On 09-jul-2024, additional information was received. Per the information, the target vessel of the procedure was the internal jugular end. A continuous flush had been maintained through the microcatheter. The coil had been withdrawn and repositioned once. Prior to this coil, there were other coils that went through the same microcatheter. The reported issue occurred during the repositioning of the coil in the aneurysm. The microcatheter was repositioned over the coil while the coil was deployed / partially deployed out of the distal end of the microcatheter. A one-to-one relationship between the coil and delivery wire was verified with fluoro prior to repositioning. Per the information, the replacement coil was another 2.5mm x 5cm orbit galaxy complex xtrasoft coil (640cx2505). The information confirmed there was no negative patient impact and no delay in the procedure as a result of the reported issue.